Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1800267 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor was trying to deploy a clip form the device to clamp cystic duct but the clip came out closed. He tried firing another clip and it also came out closed. The nurses opened another device from the same box and it was fine.